Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the image drop outs and no image displayed was damage to the charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had image dropouts. There was no report of patient harm or injury.